Event description:
It was reported that during an open low anterior resection, the device could not be fired because of a higher firing force and the firing handle split evenly when a double stapling technique was performed. After that, the broken pieces of the firing handle were set manually. The device was tried to be fired, but the firing handle split evenly as well. The doctor commented that the safety was unlocked properly. The anvil of the former device and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, six unformed staples were received in a small bag. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the device performed as intended and the handle and firing handle were noted to be in good condition. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of anastomosis was created? (End to end, end to side)---end to end. Which stapling technique was used? (Single, double or triple) ---double. If (single or double), which purse-string suture technique was used? (Hand-sewn or suture clamp) ---no information. What other devices were used for transecting and/or closing ostomies? ---no information. Was the sales representative present? ---no. How did you confirm the anvil was secured to the trocar? ---no information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---the device could not be fired. Was more than one firing stroke required to hear the crunch? (Y/n) ---n/a. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? ---no information. Were any unexpected noise heard? ---no information. If yes, when during the firing stroke? ---n/a. Did the firing handle/trigger return to its original (pre-fired) position without intervention? (Y/n) ---yes. Was the breakaway washer completely cut through? (Y/n) ---no. Where and what did the staple form look like? ---n/a. How long has the surgeon been using this device for this procedure? ---for a long time. Was the attending surgeon an experienced ees circular user? (Y/n) ---no. Who fired the device (attending, p.a, tech., etc.)? ---surgeon. Was the person firing the device an experienced ees circular user? (Y/n) ---yes. Was the o.r. Staff experienced in preparing the ees circular device? (Y/n) ---yes. Was there a recent conversion to ees devices with this account or with this surgeon? ---no. Is there any additional information you would like to share relative to the issue? ---no. What is the patients present condition? ---no problem. Is a pathology specimen available? ---no information. Are there any x-rays and /or pictures available for analysis? ---no.